Manufacturer narrative:
Combination product: yes. In addition, information was received that the patient died two days after the intervention due to cardiogenic shock, which was clearly stated as not device-related.

Event description:
The orsiro mission drug-eluting stent system was selected for the treatment of a mildly calcified lesion (80% stenosis degree) with mild vessel tortuosity in the distal lad. The device was introduced into the patient's body but could not cross the target lesion.